Event description:
It was reported that the customer was receiving excessive no delivery alarms on the insulin pump. The customer stated that the insulin pump was alarming for ten minutes. The customer had suspended the insulin pump when the alarm was going off earlier in the day. The customer's blood glucose was 120 mg/dl. Explained the alarm and possible causes to the customer. The customer confirmed that she would change the infusion set and insertion site later and would call back if the alarm persisted. Troubleshooting was declined because the customer had no extra supplies with her. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.